Event description:
It was reported that during a stent graft procedure at the anastomosis of an a-v graft, following a successful angioplasty the stent graft could only be partially deployed; therefore, the partially deployed stent graft and delivery system were removed over the guide wire as one unit without incident. A new stent graft was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The was returned for evaluation. The gray outer sheath was torn off approx 56mm from the proximal end of the handle at the catheter reinforcement area and was kinked at the proximal marker band. The stent graft was partially deployed and protruded approx 40mm from the tip of the outer sheath. One strut was kinked and was protruding through the eptfe coating of the stent graft, which may have been as a result of retracting the partially released stent graft through the introducer sheath. Functional testing could not be performed. The investigation is confirmed for partial deployment and an outer shaft break. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.